Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 4.2, lab: 3.2; inratio: 3.5, lab: 3.0; inratio: 2.5, lab: 2.1.